Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The edwards commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection of the delivery system a balloon burst/tear was noted, propagating in the longitudinal direction of the inflation balloon. All balloon pieces were present. No abnormalities were observed on the inflation balloon (fish eyes, gel spots, scratches, etc). Balloon single wall thickness measurements were taken with a calibrated digital blade micrometer along both sides of the observed balloon tear. All measurements met the balloon single wall thickness specification. No relevant functional testing was able to be performed due to the returned condition of the inflation balloon. During the balloon manufacturing, the balloon dimensions are 100% inspected for critical drawing specifications, including balloon diameter and wall thickness. Additionally, the balloon component is 100% inspected visually for defects including witness lines, contamination, crow¿s feet, scratches, gel-spots, and fish eyes. The delivery system undergoes the following inspections: · during the pleat and fold process, the inflation balloon is visually inspected for scratches and distortion/pinched folds. Distorted/pinched folds are again inspected in final inspection. · the balloon is 100% visually inspected for visual defects such as mechanical damage, kinks, cuts, folds and balloon scratches. · the delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure test was performed on sample devices under a sampling basis during product verification testing. The lot met the statistical requirement for balloon burst pressure. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint event. The complaint for balloon burst was confirmed based on the condition of the returned device. However, visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. No manufacturing non-conformance was identified on the returned device. The event description reported that the patient had moderate calcification of the native annulus and native leaflet, and calcium at the sinotubular junction (stj). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause of the balloon burst is most likely patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this event. Manufacturer report no. 2015691-2016-02401.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, a 26mm s3 valve was deployed with 1+ cc in the delivery system via the ta approach. Post deployment there was mild-moderate pvl noted on the tee. Post-dilation was attempted with an added 2+ cc's added to the delivery system. During post dilation the 26mm commander delivery system balloon ruptured. When reviewing the imaging the calcium at the stj was discussed due to movement during the post dilation. A new 26mm commander delivery system was prepped with 3 extra cc's (total of 26cc's). During post dilation the 2nd delivery system balloon also ruptured. Post dilation tee showed mild pvl. The case was completed, no complications were noted, and the patient remained stable throughout the procedure. The root cause was most likely calcium at the level of the stj interfered with the balloon during post dilation.